Event description:
Blood glucose results of "18.3 mmol/l" (329 mg/dl) with a lifescan meter and "12.0 mmol/l" (216 mmol/l) on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and the vial of test strip was cracked. The patient also mentioned that the meter fell right before the meter to lab comparison was done.